Manufacturer narrative:
The serial number of the system 5000 esu used during this event has not been identified. The serial numbers of all six (6) of the system 5000 units at this facility and their manufacture dates are: (B)(4) (03/07/2016), (B)(4) (05/02/2016), (B)(4) (05/02/2016), (B)(4) (03/24/2016), (B)(4) (03/10/2016) and (B)(4) (03/10/2016). All six (6) units remain in use at the facility. A conmed service engineer visited (B)(6) on (B)(6) 2017 and performed functional testing on each of their system 5000 units. All six (6) units were found to meet all specifications. No fault was found with any of the system 5000 esu's at this facility. Two of conmed's surgical representatives went to (B)(6) on friday, 2017-03-17 to provide training, support and the application of the system 5000 to theatre day staff. The representatives returned on sunday, 2017-03-19 in the evening to train night staff. All competency forms were completed as planned. On monday, (B)(6) 2017, the conmed representatives returned the hospital to meet with the surgeon who has been having issues with the system 5000 such as unanticipated intra-operative bleeding, post-operative bleeding and other post operative complaints. There were two open hernia cases and two laparoscopic cholecystectomy cases scheduled that day. The surgeon and conmed surgical representative spoke at length prior to starting the surgeries. Both hernia cases progressed and 40 pure cut and 40 standard coag were the selected settings for both cases which worked very well. Prior to starting the next two cases, the conmed representatives demonstrated the system 5000 to the surgeon to allow a more hands on approach in activating the system. The features of lap mode, against general mode and dynamic response were explained. During the laparoscopic cholecystectomy cases, the surgeon decided to keep the unit in the general mode and selected pure cut 30 and standard coag 30. A conmed single use "l" hook and cable were furnished and used. The sheath area (predominately fatty tissue) around the cystic artery and cystic duct took a little longer to dissect back. The doctor expressed he felt that he was pulling while coagulating and felt the system was not working through this tissue type. He increased the standard coag setting to 40 watts and there was a noticed improvement in coagulation. For both cases, each liver bed area was coagulated with no oozing noted from the tissue following application. Suction irrigation was not required as both gall bladders were removed intact and no bile escaped into the abdominal cavity and no active bleeding followed diathermy application. Conmed will continue to monitor the system 5000 esu via the complaint system to ensure product safety.

Event description:
On (B)(6) 2017, a conmed representative attended an emergency laparoscopic cholecystectomy performed using a system 5000, full system, 120v. The surgeon took the gall bladder and was pleased with the way the diathermy was resecting the gall bladder. However, there was blood oozing from the gall bladder bed. The surgeon used diathermy on 40 standard and then switched to general mode to give more power on 40. He then tried pulse coagulation on 40 standard and then switched to spray. The coagulation was working okay, but when the surgeon stopped coagulation, the bleeding began again. The surgeon was not satisfied and brought in a triad unit to finish the job. There has been no additional information received regarding the patient's status post-operatively.